Manufacturer narrative:
Sample is indicated as available for return. As of this date, the sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Leaking at the hub.